Event description:
The account stated that one patient sample generated a higher than expected result of the architect cea (carcinoembryionic antigen). When the sample was retested, the result was lower and corresponded to the patient's previous value. The account also stated that a static discharge occurred while obtaining patient results. No impact to patient management was reported.

Event description:
The customer reported to the baxter sales representative that two (2) colleague triple channel infusion pumps being used in the same incident both "occluded" during patient use. A triple channel colleague infusion pump alarmed "occlusion" (unknown if upstream or downstream). The pump was swapped with a second triple channel colleague infusion pump and alarmed occlusion again. The patient was deteriorating at the time of the incident, and recovered after the incident. However, the patient expired sometime thereafter. The reported condition occurred in 2009 in the or (operating room) at the end of the case. The customer thinks that the line (unspecified tubing) may have been occluded. The product information (product code and lot number) is unknown. The following additional information was received from risk management at the facility on 08/25/09. The female patient had a lot of morbidities. It is believed that the pump was infusing critical medications, but names are currently unknown and not listed on the incident report. Risk management at the facility is currently investigating the incident and will provide baxter with more information. The facility has sequestered the pumps involved in the incident and would like an on-site evaluation of them. It is unknown if the sets are available. The following additional information was received on 09/09/09 from the facility's risk manager in response to the question "did the access line flush well prior to use?? According to the anesthesiologist who was involved the reply was: "the answer is definitely yes. The line was a central venous line that had a high flow rate as it was being used as a large volume resuscitation line in one port, and the vasoactive agents in the other port. I personally tested the line when the IV pump failed."

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Correction was added to d.4 catalog number. The causative agent is the architect reation vessel cells, ln 7c15-01an investigation is in process. A final report will be submitted when the investigation is complete.